Event description:
Customer's husband reports that customer had high blood glucose of 539 mg/dl which rose to 562 mg/dl. Caller inquired if cannula is filled with 7 units of insulin and 20 units is given, would the additional 7 units be given as well. Caller was advised that it would not. Caller declined troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).